Event description:
Immediately after connecting the pt, the venous line filled with air and passed the uabd with late activation of the alarm. There was no pt injury or medical intervention. The machine serial number was not tracked and remains in svc. Samples of same-lot blood tubing sets were returned to gambro cobe mexico.